Event description:
A user reported there were incorrect monitor unit (mu) values displayed on the source index page when using both photon and electron beams in the same treatment plan. No patients were treated using this incorrect information.